Manufacturer narrative:
This report was discovered to be a duplicate of (B)(6) submitted as MDR number 3030677-2025-000628. Device investigation is completed; please see updated codes in this report.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was showing an error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.